Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were unresponsive. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that there was no response from any button. The customer stated that the minutes change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly.